Manufacturer narrative:
The part of the evaluation summary noting that analysis found no significant anomaly no longer applies.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no significant anomaly. The ins setscrew was backed out too far. The ins passed the functional and lead insertion tests and the complaint could not be duplicated during analysis. The lead that was stated in the complaint, as being difficult to insert, was not returned.

Event description:
Additional information received reported that the manufacturer representative had returned the product to the manufacturer for analysis.

Manufacturer narrative:
Product ID 3889-28, lot# va0hrh0, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the lead would not insert into the implantable neurostimulator (ins) header. The action required as a result of the event was that a different product was used. It was noted that the troubleshooting performed was that they used the torque wrench to unscrew and tighten to confirm depth of the setscrew and the lead still wouldn¿t slide in. The product issue was resolved and the cause of the issue was unknown. It was reported that they opened a second ins and the lead slid right in without any issue. The patient status was alive with no injury and there were no patient symptoms or complications associated with the event. It was noted that the product was never implanted and it would be returned.